Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pharmacy tech noticed an ¿oily substance¿ on the plunger of a bd plastipak¿ luer-lok¿ syringe prior to use. There was no exposure, injury or medical interventions reported.

Manufacturer narrative:
Investigation summary: sample evaluation: an opened packaged 5ml luer-lok syringe was received, confirmed to be from batch #7268956 (p/n309646). Sample was visually evaluated. A small amount of silicone was observed on the stopper inside the barrel. The small amount observed was a normal and expected amount for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7268956 (p/n 309646): manufacturing dates: 10/26/2017 to 10/27/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268956 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect not confirmed based on sample evaluation. Root cause and CAPA not required as no defects were confirmed.